Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated non-conformances or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of the alinity I stat high sensitive troponin-I was reviewed using field data from customers. A review of field data for the overall performance of lot 57101ud00 indicated the patient median results are within the established limits and comparable with other lots in the field. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 57101ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I. The customer reported 60 erratic results occurred and provided the following sample data for 1 patient: on (B)(6) 2024 sample ID (B)(6) generated a result of 125.0 ng/l. It was reported that the result did not match the patient¿s clinical picture and another sample (sample (B)(6)) was obtained and generated a result of <5 both samples were retested further: the original sample, sample ID (B)(6), was retested on the same analyzer (sn (B)(6)) and generated a result of < 5 and when tested on sn (B)(6) on (B)(6), and generated results of < 5 and < 5, respectively. The other sample, sample ID (B)(6) was retested on another analyzer (sn (B)(6)) and generated a result of < 5. Patient information: customer reported patient was not taking any medicine. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I. The customer reported 60 erratic results occurred and provided the following sample data for 1 patient: on (B)(6) 2024, sample ID (B)(6) generated a result of 125.0 ng/l. It was reported that the result did not match the patient¿s clinical picture and another sample (sample ID (B)(6) was obtained and generated a result of <5 . Both samples were retested further: the original sample, sample ID (B)(6) , was retested on the same analyzer (sn (B)(6) and generated a result of < 5 and when tested on sn (B)(6) on (B)(6) and on (B)(6) , and generated results of < 5 and < 5, respectively. The other sample, sample ID (B)(6) , was retested on another analyzer (sn (B)(6) and generated a result of < 5. Patient information: customer reported patient was not taking any medicine. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-34 and there is a similar product distributed in the us, list number 04z21. A1 - patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.